Manufacturer narrative:
Justification for no UDI, this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer responded and indicated the product will not be returning to zoll. They reviewed the owner's manual and perfromed troubleshooting and resolved the report.